Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1, inratio: 1.1, lab: 3.8; pt: 2, inratio: 2.2, lab: 5.0, different lab: 5.8. Inratio and lab tests were done within minutes of each other. Pt information was not provided.

Manufacturer narrative:
Investigation pending.